Event description:
Blood glucose comparison was performed on a pt. Device result was 533 mg/dl and the lab result was 379mg/dl. The pt was not treated based upon result of device. Control level one passed, level 2 failed first time but passed second time. A request was made for the return of the suspect device and a replacement product was sent.